Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the pt experienced a shocking or jolting sensation. The pt received a transient shocking while lying on her heated mattress pad and petting her dog. The pt could see electricity traveling through the blanket. The event occurred this past winter. It occurred only once and the implantable neurostimulator (ins) had worked without issue since then.